Event description:
The patient was in the operating room for repair to a right ruptured acl and torn meniscus. The physician was repairing the medial meniscus with a 12 degree rapidlock. As he inserted the implant into the knee and fired it the toggle switch broke. No part of the implant remained in the knee. A second implant was opened and also had a problem. When it was fired it did not go completely through the meniscus. The physician completely removed this implant as well. Two additional implants were opened and used with success.